Manufacturer narrative:
The associated device was returned and evaluated. The visual inspection revealed the device presents with the rails degraded and worn down. The device is worn from use with scratches and scuffs, the laser markings are legible. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that, before a tka surgery, it was noticed that one (1) gii mis dcf align gde exhibited looseness at the junction where the distal cut block slides into the alignment housing, as well the thumb press intended to secure the distal cut block in place, the distal cut block falls off even being fully engaged. The procedure was performed, after a greater than 30 min delay, using the same device. No further complications were reported.